Manufacturer narrative:
Analysis found that overheating could not be confirmed due to motor was not rotating and pre-temperature test could not be performed. Visually, the handpiece was tampered. The shaft key was missing, the connect has dent and the motor cable assembly was faulty. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a device was heating and sticking. There was no patient involvement.